Event description:
It was reported that the pt was scheduled for a vns generator replacement for an unk reason. The surgeon later reported that the pt would need a new lead, however, the pt's family does not wish to undergo surgery to replace the lead and generator at this time because the pt was not having any seizures. The surgeon did not state why the pt needed a new lead and had no further information. F/u with the neurologist's office discovered that the high impedance was found on (B)(6) 2010. Diagnostics were normal prior to that visit but no specific programming settings or diagnostics data were available. X-rays were taken but will not be sent to the manufacturer. A report of the x-rays stated that the lead was intact. No trauma or manipulation has been reported. No adverse events have been reported.

Manufacturer narrative:
Device failure is suspected but not cause or contribute to a death or serious injury.